Event description:
The customer opened a new box of contour test strips and found the cap open on the bottle. Exposure to moisture can cause high test results.no adverse event was alleged.product was not replaced.

Manufacturer narrative:
Meter information was not provided, so the 510k was unknown.